Manufacturer narrative:
Unit received and placed unit under microscope and found moisture damage at the connector pins. Also visually found low spring contact at the connector pins# 1, 2, 3. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected re-initialization, the loss of communication between the insulin pump and transmitter (the rf icon did not turn green), and a sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed for unexpected re-initialization and tester procedure for transmitter but tester procedure for transmitter customer requested to run the tester procedure for the transmitter. The led light blinked when the transmitter was connected to tester but the transmitter did not communicate after running the tester procedure twice. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a.